Manufacturer narrative:
The end user stepped back from a counter and prepared to sit down on the seat of the rollator. When she did, the right caster broke and she fell forward, fracturing her nose. She was evaluated in the emergency room, treated and released. It was reported that one caster had been replaced in january when it had broken. However, the casters were not replaced as a pair. The incident would have been avoided if the casters had been replaced at the same time. Casters are subject to wear. By replacing the both casters at the same time, it avoids uneven wear or breakage.

Event description:
The front caster came off and the end user fell, fracturing her nose.